Event description:
During preventative maintenance (pm) at the customer site, the thermogard xp ivtm system (sn (B)(6)) failed the slew rate test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) at the customer site, the thermogard xp ivtm system (sn (B)(6)) failed the slew rate test. It took 47 minutes for this console to cool the coldwell bath (out of specification). Technical investigation determined that the root cause of the issue was the malfunctioning cooling engine (ce), likely due to aging of the device as well as wear and tear. The thermogard console was manufactured in november 2014 and is 9 years old, well beyond its expected service life of 5 years. The cooling engine needs to be replaced to remedy the fault. During visual inspection, no physical damage was observed on the thermogard console. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard console with serial number (B)(6).